Manufacturer narrative:
The location of the products is unknown and it is unclear if the products will be returned. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation and coronary sinus leads along with a non-boston scientific transvenous lead were explanted due to a patient infection over two months ago. Latitude suspension was requested as a new system has not yet been implanted. No further adverse patient effects were reported.